Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with restricted posterior leaflet and a calcified subvalvular apparatus. A mitraclip xtw was inserted, and grasping was performed. However, difficulties visualizing the leaflet occurred, and after multiple grasping attempts, the leaflets were unable to be grasped or captured. The catheter was reverted back into the atrium, the anatomy was reassessed, and a torn posterior leaflet, with medial flail was observed. The patient was administered medication. In the physician's opinion, the leaflet damage was due to anatomy (a calcium spike in the subvalvular apparatus). The clip was then deployed on the mitral valve, and the mr remained at a grade of 4. There was no clinically significant delay in the procedure. The patient was administered medication and admitted to the hospital. On an unknown date, the patient was reported to have died. The clip was noted to be attached to the leaflets.